Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer stated they changed the battery in the insulin pump but they did not recognized. Use of automode feature was unknown. The insulin pump will be replaced, and device will be not be returned for analysis.